Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight is not provided for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Device history records review was conducted. The report indicates that the: DHR review part number: 338.20, synthes lot number: h363305, supplier lot number: h363305, release to warehouse date: 22-dec-2017, supplier: (B)(4), manufacturing site: (B)(4), no ncrs were generated during production. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after an initial surgery for implantation of a dynamic hip system (dhs) into the proximal femur on (B)(6) 2018, in sterile processing, the connecting screw broke into two (2) pieces and the guide shaft, still in one piece, was bent trying to get them apart. During the surgery, as the surgeon was removing the connecting screw and guide shaft from the lag screw, the two instruments became bent (it was reported that the surgeon did not disconnect the instruments prior to taking them out) and the surgeon had to use pliers to take the instruments out. This complaint is linked with (B)(4) for the intra-operative events. This complaint involves two (2) devices. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: a product development investigation was performed for the subject device: device condition: the dhs/dcs coupling screw, 338.20, was received with the distal tip broken off. The transverse break is located at the outer diameter transition, from 3.3mm to 4.5mm, just proximal to the base of the threads. This condition of broken is addressed in this complaint, (B)(4). The condition of bent is addressed in complaint (B)(4). The broken threaded portion was received and when the fracture surfaces are aligned there is evidence of deformation at the base of the threads but it is unknown if this occurred during the reported intraoperative bending or the reported postoperative breakage. The device was also functionally tested with the returned mating guide shaft. The devices were found to assemble and disassemble but additional resistance was encountered during assembled and disassembly due to the bent condition of the guide shaft. The balance of the device shows surface wear consistent with use and which would not impact the functionality. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device was received broken. Lot number review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The lot went through the required steps during the inspection at the time of manufacturing and the DHR records showed no issues concerning the material or material conditioning. Release to warehouse date: 22-dec-2017. Drawing review: the following drawings, reflecting the current and manufactured revision, were reviewed; dhs/dcs coupling screw. The outer diameter on the threaded portion of the shaft adjacent to the break was found to measure 3.30mm which is within the specification of 3.3mm +0.05/-0 per drawing (calipers: ca102). The inner diameter on the threaded portion of the shaft adjacent to the break was found to measure 2.58mm which is within the specification of 2.6mm +0.05/-0.02 per drawing (gage pins: gp29). During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. No definitive root cause was able to be determined as circumstances surrounding the intraoperative event and the subsequent issues during disassembly are unknown. However, the returned condition is consistent with an application of exceeding off-axis force. Conclusion: the complaint condition is confirmed as the device was received with the distal tip broken off. A device history record (DHR) review, device inspection, functional test, and drawing review were performed as part of this investigation. There were no issues during the manufacture of the product that would contribute to this complaint condition and no product design issues or discrepancies were observed that may have contributed to the complaint condition. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.